Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. Investigation summary: two unused samples in their original packaging were received for evaluation. The complaint samples were visually inspected, at 12¿ to 16¿ under normal conditions of illumination. No damage or other defects were detected on the samples. The samples were then measured with the fixture td 0639 on both sides, verifying that the end caps were correctly assembled and did not affect the use of the di-50 assembly. The aluminum tube was then placed on the td 0639 fixture on one side of the tube while the tube was positioned vertically. Reasons for rejection would include any of the following: a) if the tube does not touch the end cap b) if the tube does not appear in the window c) if the tube is within or above the window both samples were found to be within specifications and acceptable after dimensional testing. The returned samples were also dimensioned by the metrology department, measured with a 100th graduation ruler. The samples were found to be within specifications and acceptable. The two samples were then installed in the level 1 system and were found to have been correctly installed. As a result, a root cause could not be determined since the complaint was not confirmed with the functional testing. The failure mode will continue to be monitored and if a trend is identified an investigation will be open. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that the tubing set was 5mm longer compared to older tubing sets and couldn't be inserted without using extreme force. There was patient involvement and no patient harm/adverse event reported.